Event description:
It was reported that the patient presented for a routine pacemaker replacement procedure. During the procedure, the pacemaker's right atrial set screw was stripped and would not unscrew to release the atrial lead. The right atrial lead was cut and the pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable untighten the atrial setscrew to remove the lead was confirmed. Final analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. When the calcified blood was removed from the setscrew inset, a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead was then able to be removed.